Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.